Event description:
The customer reported her insulin pump was repeatedly on self test mode. The customer also reported, the insulin pump froze during a self test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.